Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Dose button was stuck and can't push insulin [device mechanical issue]. Bgl reached to 611 mg/dl, 580 mg/dl and the patient went to ICU [blood glucose increased]. Force needed to inject feel different from normal (higher/more difficult) [device delivery system issue]. Needle is attached to the pen in between injections [product storage error]. Patient used the dialling clicks to estimate the dose of the product [wrong technique in product usage process]. Case description: study ID: (B)(4). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index (bmi) were not reported. This serious solicited report from egypt was reported by a consumer as "dose button was stuck and can't push insulin(device mechanical jam)" with an unspecified onset date, "bgl reached to 611 mg/dl, 580 mg/dl and the patient went to ICU(blood glucose increased)" with an unspecified onset date, "force needed to inject feel different from normal ( higher/more difficult)(device delivery system pressure issue)" with an unspecified onset date, "needle is attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, "patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", mixtard 30 hm penfill (insulin human, insulin isophane) from unknown start date for "product used for unknown indication". Medical history was not provided. On an unknown date, reporter complained that the dose button was stuck and insulin cannot be pushed. Hence the blood glucose level (blood glucose) of the patient at first of the event was 611 mg/dl and then reached 580 mg/dl. Patient went to ICU (intensive care unit), as he didn't take his dose. Duration in i.c.u wasn't reported. Before the experienced event occurred, the cartridge holder was detached from the pen body intentionally and after assembly insulin flow was checked but it didn't release insulin. It was reported that the patient in general reuse the needles and the needle was attached to the pen in between injections. The force needed to inject felt different from normal which was higher/more difficult. Patient re-suspended it (rolled it between your hands) before using mixtard 30 penfill. The patient used the dialling clicks to estimate the dose of the product. There were no recent changes in diet or exercise level. The needle was attached to the pen in a 180 degree angle (straight on). The insulin in use was stored at room temperature 20-25 degrees celsius. The patient hasn't recently changed from another novopen to the current novopen. Batch numbers: novopen 4: kvg0b89, mixtard 30 hm penfill: requested. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "dose button was stuck and can't push insulin (device mechanical jam)" was not reported. The outcome for the event "bgl reached to 611 mg/dl, 580 mg/dl and the patient went to ICU (blood glucose increased)" was not reported. The outcome for the event "force needed to inject feel different from normal (higher/more difficult) (device delivery system pressure issue)" was not reported. The outcome for the event "needle is attached to the pen in between injections (device stored with needle attached)" was not reported. The outcome for the event "patient used the dialling clicks to estimate the dose of the product (wrong technique in product usage process)" was not reported. Reporter's causality (novopen 4) - dose button was stuck and can't push insulin (device mechanical jam): unknown. Bgl reached to 611 mg/dl, 580 mg/dl and the patient went to ICU (blood glucose increased): probable. Force needed to inject feel different from normal (higher/more difficult) (device delivery system pressure issue): unknown. Needle is attached to the pen in between injections (device stored with needle attached): unknown. Patient used the dialling clicks to estimate the dose of the product (wrong technique in product usage process): unknown. Company's causality (novopen 4) - dose button was stuck and can't push insulin (device mechanical jam): possible. Bgl reached to 611 mg/dl, 580 mg/dl and the patient went to ICU (blood glucose increased): possible. Force needed to inject feel different from normal (higher/more difficult) (device delivery system pressure issue): possible. Needle is attached to the pen in between injections (device stored with needle attached): possible. Patient used the dialling clicks to estimate the dose of the product (wrong technique in product usage process): possible. Reporter's causality (mixtard 30 hm penfill) - dose button was stuck and can't push insulin (device mechanical jam): unknown. Bgl reached to 611 mg/dl, 580 mg/dl and the patient went to ICU (blood glucose increased): unknown. Force needed to inject feel different from normal (higher/more difficult) (device delivery system pressure issue): unknown. Needle is attached to the pen in between injections (device stored with needle attached): unknown. Patient used the dialling clicks to estimate the dose of the product (wrong technique in product usage process): unknown. Company's causality (mixtard 30 hm penfill) - dose button was stuck and can't push insulin (device mechanical jam): possible. Bgl reached to 611 mg/dl, 580 mg/dl and the patient went to ICU (blood glucose increased): possible. Force needed to inject feel different from normal (higher/more difficult) (device delivery system pressure issue): possible. Needle is attached to the pen in between injections (device stored with needle attached): possible. Patient used the dialling clicks to estimate the dose of the product (wrong technique in product usage process): possible. Event onset date was not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Investigational result name: novopen 4, batch number: kvg0b89. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard 30 penfill 3 ml 100iu/ml batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: final manufacturer's comment: 25-jul-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Incorrect handling of the product such as storing the device with needle attached between injections can affect the functionality of the device leading to hyperglycaemic complications. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary. Name: novopen 4, batch number: kvg0b89. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.